Manufacturer narrative:
H11. Updated/additional information ¿ g1. G2. G4. H6. The revision reported was likely the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation, and radiographs, photographs, and operative notes were not provided.

Manufacturer narrative:
H10. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2015, and then experienced revision surgical procedure on (B)(6) 2022 approximately 7 years and 7 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
H6: corrected health effect - clinical code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the revision reported was likely the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation, and radiographs, photographs, and operative notes were not provided.